Manufacturer narrative:
Product ID 3093-28 lot # va07d5h, implanted: (B)(6) 2013; product type: lead, product ID: 3037, serial # (B)(4); product type: programmer.

Event description:
It was reported that the patient noted symptoms returned about 4-5 days ago. The patient had also not been feeling stimulation. The patient was told she has acid reflux about a week ago. The doctor had been running some tests for her thyroid. The patient knew she couldn't have a MRI but she did have a ultra sound on throat - (B)(6) and a CT scan last wed. The patient was wondering if she did something to her device. The patient had also tried new batteries in the programmer. The patient was not sure what program she should be on. The patient was on program 4 at 0.0. The patient then noted she thought she was on program 2, then noted 1. Patient services helped to get patient to program 1 and she was at 3.01. Patient services was not able to increase or decrease. The patient also did not see lightening bolt. Patient services assisted in getting lighting bolt and stimulation turned back on. At the end of the reporting patient was feeling stim and will see how it goes for the next few days. (B)(6) 2013 pt letter (con): additional information received noted that the patient did not have concerns with their device or therapy.